Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned three units 528236 visistat 35 non-sterile for investigation. One sample was the actual sample and the other two samples were representative samples. All three samples were returned without its original packaging. The returned staplers were visually examined with and without magnification. Visual examination of the returned staplers revealed that the actual sample was returned with the trigger partially engaged and a staple partially formed. The representative samples both appeared typical. The staples appear aligned properly in all three staplers. No defects or anomalies were observed. A functional inspection for each returned sample was performed by attempting to engage the stapler trigger. The trigger was engaged using hand pressure. For the actual sample, the partially formed staple was unable to close properly. However, another attempt was made that resulted in properly firing a staple. Two more staples were also able to successfully fire. An attempt to simulate insertion into the skin was then attempted using the returned other remarks: stapler and a foam pad. The stapler was pressed against the foam pad and the trigger engaged. The stapler fired one correctly formed staple into the foam pad. This was repeated two more times with each staple firing correctly and engaging with the foam pad. The remaining staples were fired with no issues. The stapler was returned with 36 staples remaining in the cartridge. The stapler is only meant to have 35 staples in the cartridge. Both representative samples were tested and were found to have the same results. Upon engagement of the trigger, one staple fired properly. The staplers functioned with no issues found. Three staples were successfully fired into the foam pad for both staplers. The remaining staples were then fired from the staplers with no issues. Each stapler was returned with 37 staples remaining in the cartridge. The stapler is only meant to have 35 staples in the cartridge. No other defects or anomalies were found for any of the returned staplers. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were no functional issues found with the returned samples. However, all three of the returned staples had more staples in the cartridge than is indicated. The manufacturing site was notified. The reported complaint of "stapler not closing staples properly" could not be confirmed based upon the sample received. All three returned staplers passed all functional testing. The staplers functioned typically. However, the staplers were all returned with more staples in the cartridge than there should have been. There were no functional issues found with the returned staplers.

Event description:
The staples do not close the skin. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The staples do not close the skin. The patient's condition was reported as fine.